Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator 977119 ngrc-ecaps experienced issues with the feeling of stimulation "turning off" and "out of regulation (oor)" or "settings not available." The patient reported these issues, and it was noted that the stimulation was able to be adjusted. The device remains implanted and in service. No troubleshooting was performed, and the cause of the issue is unknown. The issue is ongoing, but no adverse outcomes or injuries have been reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.